Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of surgery ("surgery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required) and post procedural discomfort ("in a lot of discomfort"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the surgery and post procedural discomfort outcome was unknown. The reporter considered post procedural discomfort and surgery to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: surgery, post procedural discomfort. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ("surgery") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required) and post procedural discomfort ("in a lot of discomfort"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the surgery and post procedural discomfort outcome was unknown. The reporter considered post procedural discomfort and surgery to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: surgery, post procedural discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('horrible cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), post procedural discomfort ("in a lot of discomfort") and menorrhagia ("horrible period"). The patient was treated with surgery (essure removal). At the time of the report, the abdominal pain lower, post procedural discomfort and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, menorrhagia and post procedural discomfort to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: surgery, post procedural discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: plaintiff fact sheet received: event abdominal pain and menorrhagia was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.